Manufacturer narrative:
The last calibration performed on 16-aug-2022 was within specifications. The qc results for both levels were found to be within ±1sd ranges. A general reagent problem can be excluded because the provided qc results were within specifications. 5 alarms were noted between 03-aug-2022 and 24-aug-2022 related to sample quality issues: 2 "sample short" and 3 "abnormal aspiration" alarms. No alarm was triggered related to the questionable result. The field service engineer (fse) inspected the module. He adjusted the sample and sipper pipettor. He did not find any issues with the module. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable probnp g2 elecsys e2g v2 result for 1 patient sample tested on the cobas e 801 module. The initial result was reported outside of the laboratory. The doctor questioned the result as a higher value was expected based on the patient's previous results. The sample was then rerun in an acute laboratory. The sample was also rerun in the module. The initial result from the module using an aliquot sample in a hitachi cup was 50.6 pg /ml. The 2nd repeat result from the other laboratory using an aliquot sample in a microcup was 26921 pg/ml. This result was reported to the physician. The 3rd repeat result from the module using an aliquot sample in a hitachi cup was 31148 pg/ml. The 4th repeat result from the module using the same aliquot sample in a hitachi cup was 29819 pg/ml. The high results fit the clinical picture and the patient's previous probnp results. The reagent lot number is 600186 with an expiration date of may-2023.